Event description:
The clinician reports the implant was inserted on (B)(6) 2024 in ada 4. Details of surgery: sinus perforation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, increased sensitivity, hypersensitivity and inflammation. No further patient complications were reported.